Event description:
The device was removed because the device reached battery depletion. The device subsequently tested out of specification during mfgr's analysis. No patient complications have been reported as a result of this event.